Manufacturer narrative:
The lancet in question was not returned and was not available for investigation. A batch file review and retain sample review was performed and did not highlight any anomalies that could account for the stated issue. 59 complaints have been received for this product platform over the last 36 months. No further complaints have been received for these lot numbers. 21 complaints have been confirmed, including one complaint of a similar nature. The remaining confirmed complaints are for various concerns including transport damages, packaging and supplier issues. Owen mumford will continue to monitor for any futher complaints of this nature.

Event description:
Nurse was taking a glucose check on a patient using the unistik lancet. The nurse placed the lancet on the bed to use the scanner to check the glucose. When she picked up the lancet from the bed, she felt a poke in her finger. On the outside of her glove where the poke was felt, she noticed there was some blood. The lancet in question was disposed of in the sharps container.